Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Came off in my mouth - oral-b refills [device breakage]. Not injured [no adverse event]. Case narrative: consumer stated on phone that the actual head came off in their mouth as they were using it. Consumer was not injured. No injury was reported.

Event description:
Came off in my mouth: oral-b refills [device breakage]. Product counterfeit: oral-b [product counterfeit]. Case narrative: consumer stated on phone that the actual head came off in their mouth as they were using it. Consumer was not injured. No injury was reported. On 23-jul-2025, product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Manufacturer narrative:
On 25-jul-2025: product was identified as a non-genuine oral-b product, it was not manufactured under p&g control.